Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high number of the sensing integrity counter (sic) episodes were observed on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.